Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported that granuflo mixer was tripping the circuit breaker (power switch) when the mixer motor tried to come on. The biomed reported that the mixer was smoking. The biomed cleaned and reinstalled the mixer motor, however, the mixer tripped the circuit breaker again. The biomed ran through the functions on the mixer and when fill on the rinse side was reached, a spark and flame was noted in the front box of the mixer. The spark and flame went out quickly without intervention. There were no smoke detectors triggered from the event. Upon inspection of the mixer by the biomed it was discovered that the fill valve was melted and burned. The fill valve was replaced to resolve the machine issues. The smoke, spark, and flame were due to the fill valve which was burned and melted. The fill valve was the original fresenius part on the machine and the mixer is plugged into a hospital grade ground-fault circuit interrupter (gfci) outlet. The mixer is back in service without issue and without reoccurrence of the reported event. A patient was not connected to the machine at the time of the incident and there was no harm to any patients or individuals because of this malfunction. The fill valve was discarded and is not available to be returned to the manufacturer for physical evaluation.